Event description:
A customer reported that coulter act diff2 hematology analyzer generated inconsistent platelet (plt) results on one patient sample. The customer stated they were having difficulty getting the controls to pass the specifications, but could not tell which parameters were failing as the data was transmitted to the laboratory instrumentation system (lis) and they did not have instrument printouts. The customer provided lis printouts show low wbc, plt, and high rbc, hgb, and hct results compared to rerun. Lis printouts do not display possible instrument generated flags. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) verified reproducibility was within specifications. The cause of the discrepancy is unknown, but may be due to poor sample mixing. The fse performed latex calibration and adjusted aperture alert voltage and rbc calibration factor to controls. A replacement s-cal was ordered for the customer to calibrate their instrument. The instrument was validated and the results met published performance specifications.